Event description:
Central line dressing change kit (lot #649934). Alcohol swab packages are falling apart when you use them on a patient. They have left little pieces of gauze on the stitches, as they catch when cleaning the line. This is not safe for patients and not an effective swab to clean a line.